Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient experienced facial nerve stimulation, leading to the decision to explant the device. The device was explanted (B)(6), 2014 and the patient was reimplanted with a new device on the contralateral side. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
Correction: the device was not explanted as previously reported; the implanted device remains. This report is filed (B)(4) 2015. The implanted device remains.